Event description:
It was reported that the balloon had slow deflation. The target lesion was the tibial artery. Reportedly, the vessel was tortuous. There was no difficulty advancing the guidewire or the device to the target lesion. The balloon was inflated twice to a maximum inflation pressure of 12 atm. Slow deflation was observed and a syringe was required to deflate the balloon. A kink was suspected on the shaft. The device was easily removed form the patient and another balloon catheter was used to complete the procedure. No anomalies were noted during the prep of the device. A 60-40 contrast medium was used. Force was not used when using the device and it was only inserted into the patient once. There was no patient injury reported.

Manufacturer narrative:
The investigation is currently in progress. The device has not yet been returned by the customer for evaluation.